Event description:
Patient (user) reported that recently she was feeling some scratchiness and a slight burning sensation while using urinary catheters. During follow-up the patient reported she acquired a uti in november. Her doctor delayed prescribing an antibiotic and the uti spread to a bladder infection. The patient took antibiotic courses in december and january to treat the infection. After finishing the antibiotics the patient reported a complete recovery from the infection.